Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Eval confirmed the identified symptom of false detection of a loaded set at point #2, which was observed at start-up of the device. Eval determined the cause to be a stuck lower hook switch. The lower auxiliary assembly, which contains the failed hook switch, was replaced.

Event description:
During baxter's eval it was found that a spectrum pump falsely detected a loaded set at load point #2. There was no pt injury.